Manufacturer narrative:
(B) (4) removal of foreign body. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the dilator bunched, and the needle, with approximately 2 centimeters of suture, detached inside the patient "on the third throw attempt" through the patient's sacrospinous ligament. The needle, along with the piece of suture attached to it, was then retrieved from inside the patient using hemostats and retractors. The procedure was completed with another uphold vaginal support without any further complications to the patient, who is reportedly "fine" post-procedure.